Manufacturer narrative:
(B)(4). Customer stated that the device is available for eval. Although requested, the affected device has not been received for investigation. A follow up report will be submitted once the affected device has been received and an investigation has been completed.

Event description:
Customer stated that the rn set the pump to administer IV sodium phosphate at dose level per pharmacy. The pump administered sodium phosphate more rapidly than the rate at which it was set. No further info is currently available, awaiting customer response to request for add'l event and pt info. There was no report of pt harm or medical intervention.